Event description:
The device was returned due to normal battery depletion and subsequently tested out of specification at the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Preliminary analysis found that device did not meet expected longevity. Analysis has been completed and determined the device met only 21% of projected longevity. The device had a high current drain, which was caused by an anomaly on the integrated circuit, due to oxide damage to a transistor. The device was returned due to normal battery depletion and subsequently tested out of specification at the manufacturer. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure (select specific code from category d) (integrated circuit) device was out of specification in a manner that relates to event.

Event description:
The device was returned due to normal battery depletion. The device was explanted and subsequently tested out of specification at the manufacturer. No patient complications have been reported as a result of this event.